Manufacturer narrative:
Attempts to retrieve data from the pod were unsuccessful. Without the data, it could not be determined if the pod successfully delivered insulin. Corrosion was noted on the pcb. The bottom two batteries had less than the expected amount of voltage. A leak was found on the reservoir opposite of the fill septum. A small crack was found on the top housing. It could not be determined when this crack had occurred or if this crack contributed to the corrosion noted in the pod.

Event description:
It was reported the patients blood glucose level rose to 270 mg/dl while wearing the pod between 36 and 48 hours. As treatment, a manual injection was given.